Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the batteries needed to be changed frequently and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-sep-2018 with the following findings: during investigation, there was evidence of short battery life is illustrated with 12 counts voltage drop leading to ¿cs128¿ alarm on 06/13/18. The battery compartment is cracked from threads down to the case seal on the side there was no battery cap returned so a test battery cap was used and it was able to fit. The ez-prime¿ steps were performed correctly; all currents reading were within spec, unable to duplicate ¿short battery life¿ complaint. The pump¿s cover was removed and there was no intermittent condition found to the power printed circuit board.